Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the staples of the ems jammed. The case was completed by using another instrument. There was no consequence to the patient.